Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The remote service engineer (rse) performed troubleshooting with the customer, confirmed that the 110b error code was logged in the event log, and informed the customer that the manufacturer recommends the following repair per the v60 service manual: 1. Verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 03nov2025, troubleshooting was performed, and the issue was duplicated with a test lung. The remote service engineer (rse) also provided the customer with the part numbers of the data acquisition (da) printed circuit board assembly (pcba) and cable for repair if needed; however, the customer ultimately replaced the solenoid valve, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.